Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the leadless implantable pulse generator (ipg) was implanted, the patient had an ablation procedure and afterward telemetry was reported as being intermittent. Ultimately after numerous tries and the programmer was replaced, some telemetry was established and the ipg was partially interrogated. It was noted that both programmers tried functioned in the same manner. The clinician was able to get a complete interrogation with incremental steps and multiple tries and to get the device programmed as the physician had requested. The ipg and the programmers remain in use. No patient complications have been reported as a result of this event.